Manufacturer narrative:
Updated fields b4, g3, g6, h2, h11. Corrected field d4 lot number, UDI number, d9 device available for evaluation and date returned to manufacturer, h3, h6 (type of investigation, investigation findings, investigation conclusions). An iabc trp3546 was inserted during an emergency mvr case. After five days, repeated gas leak alarms indicated a balloon leak, and the device was removed. Since the patient was nearly ready to discontinue support, the iabp was not replaced, and no adverse health effects occurred. The device was inserted via the right femoral artery using the original sheath and supplied guidewire, with no difficulty despite moderately tortuous and calcified vessels. The catheter, extension tube, and sheath introducer will be returned for evaluation to determine the leak location. The serial number will be provided once the product is received; the physician¿s email cannot be shared. The returned device showed the balloon fully unfolded, with blood present on the outside and inside of the membrane, as well as on the catheter and in the space between the catheter and sheath. The sheath was returned covering the catheter tubing. One kink was observed on the catheter tubing 73.7 cm from the iab tip. The extender tubing, three way stopcock, and pressure tubing were also returned. An underwater leak test of the balloon, catheter, y fitting, extracorporeal tubing, extender tubing, and pressure tubing was performed, and a leak was detected on the membrane approximately 22.6 cm from the iab tip, measuring 0.005 in (0.013 cm) in length. An abrasion mark was also observed around the leak. The reported problems were most likely triggered by a leak found on the membrane near the rear seal. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark caused by calcified plaque in the aorta. A lot history record review was completed for the reported product. No nonconformances were found that are considered related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified that could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as nonconforming, adulterated, or counterfeit. The complaint history review did not identify any adverse trend (increase in the number of complaints over the past three months). Based on the rationale above, no escalation to the CAPA process is required.

Event description:
N/a

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field: d4 UDI number, d7a, g2. An iabc (trp3546) was inserted in the operating room to support a cardiac emergency (mvr). However, a balloon leak occurred five days after use, and the iabc was removed. (Multiple gas leak alarms occurred) because the patient was about to be weaned from the iabp, iabp therapy was terminated without replacing the iabc. The original sheath introducer was used. The included 0.025-inch x 145-cm gateway was used, and the catheter was inserted through the right femoral artery. The cardiovascular surgeon inserted the iabc according to the package insert. The patient's vessels were moderately tortuous and moderately calcified. There were no problems with the gateway or sheath introducer advancement. Gas loss alarm triggered when helium loss > 5 cc/hr due to leak or diffusion.

Manufacturer narrative:
Device has not been returned to manufacturer, supplemental report will be submitted upon completion of additional findings. Complaint ID: (B)(4).

Event description:
It was reported that during the intra-aortic balloon therapy, a balloon leak occurred five days after use. There was no patient harm or injury reported.